Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube and corroded battery cap contact. The motor error alarm was unable to be verified due to blank display. The motor was tested outside of the device and passed. The insulin pump was received with cracked reservoir tube lip, broken battery tube threads, scratches on the lcd window, scratches on the reservoir tube window, missing end cap sticker and cracked reservoir tube. (B)(4).

Event description:
Customer reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was 500 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the last two times they plugged in the insulin pump they received the alarm. Customer received motor error more than once in a 30 day period. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.